Event description:
It was reported that a skin irritation causing excessive itching, rash, scabs, skin peeling, and clear liquid drainage had occurred while wearing the pod between 4 and 24 hours. A burning sensation began 12 to 16 hours into pod wear. The affected area was the size of the pod, and the burn marks took about 35 days to heal. Patient visited dermatologist and was prescribed triamcinolone cream .1%, triamcinolone cream .5% and clobetasol cream .05%. Patient was also advised to use the following over the counter medications as a preventative measure: IV 3000 film, zyrtec 10mg, benadryl, skintac and bard barrier.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation/burns. No lot release records were reviewed, as the product lot number was not provided.